Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump alarmed no delivery during manual prime. Blood glucose value is unknown. It was advised to disconnect and reconnect the tubing and reservoir and perform manual prime. They then assembled a new infusion set with current reservoir; insulin did not exit the tubing. They changed the reservoir and insulin pump did not alarm no delivery with manual prime. It was advised that changing the reservoir resolved the issue. The reservoir would be replaced and returned for analysis.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the snap-cap and septum for anomalies and none were found. Ran occlusion testing, and no occlusions were noted.